Event description:
I had the essure procedure several years ago, and from the moment I woke up after surgery I was in pain. My pelvic/abdominal pain grew worse and worse. I ultimately had to have a hysterectomy, removing both fallopian tubes that contained the essure coils on (B)(6) 2014 in (B)(6). I had horrible pelvic pain, abdominal cramping, pain in my upper thighs, back pain, weight gain.